Manufacturer narrative:
Inspection: the returned driver and was examined. Visual inspection revealed that the tip of the driver was fractured. DHR review the DHR was reviewed for the part with the known lot number. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
During surgical preparation, a screw driver was found to have a broken tip from a previous procedure, so another driver was used in its place. No information regarding the procedure at the time of breakage is available.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
During surgical preparation, a screw driver was found to have a broken tip from a previous procedure, so another driver was used in its place. No information regarding the procedure at the time of breakage is available.